Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check therapy electrode messages) has been confirmed. Upon investigation the monitor failed a therapy electrode recognition test. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode and the cable connecting ECG a and b and front therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the defective belt.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was experiencing check therapy electrode messages.